Event description:
The customer reported one false negative antibody screening test with biotestcell p3 on tango optimo. Customer reported that an anti-k was missed. The patient sample that had caused the false negative test result was sent to us for investigational testing, but none of the supposedly defective product was returned. Therefore, our quality control laboratory tested the retained biotestcell 3 sample with the patient sample on tango optimo. Cell #1 of biotestcell-p3 reacted positively, while cell #2 and #3 reacted negatively. Cell #3 is kell positive, but cell #1 is kell negative. Therefore our investigational testing confirmed a positive antibody screening test, but the antibody is not an anti-k. There was not enough sample material left for further investigational testing. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our combined initial and final report on this incident